Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery (rcfa) was successfully performed using a proglide device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, on the evening of the closure procedure, it was noticed that the patient had a cold foot. A doppler ultrasound of the rcfa was done, via the left groin, that showed the presence of plaque in the rcfa. It was reported that the physician believed that the sutures had dislodged plaque, causing an occlusion. Angioplasty of the rcfa was done via contralateral approach, and blood flow was restored. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. Reportedly the proglide device was used in a moderately calcified artery and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and the return of the device may have assisted in the investigation of the reported event. The reported incident of cold foot and right common femoral artery plaque dislodgement which caused occlusion of the vessel can be influenced by, but is not limited to user technique, and/or anatomical conditions. Regarding user technique, a change in angle or torque of the device during use could translate to a change in undue movement of the foot against the vessel wall leading to the observations of this incident. However, there is no indication in the information received of a user technique influence to the reported incident. Regarding anatomical conditions, the vessel had moderate calcification. Calcified plaque can be dislodged during device deployment. Based on the reported information, anatomical conditions influenced this experience and the most likely cause is related to the operational context where the device was used. The evaluation could not conclude that manufacturing and user technique had influence to the reported experience. During manufacturing all the proglide devices are inspected. Additionally, a sample of each lot is functionally and destructively tested to verify the quality of the lot build. Review of the device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a product lot quality deficiency.

Manufacturer narrative:
(B)(4).